Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that to clear the printer queue and reboot the device. A technical service enginee logged into the ciisafe as pyxis-support backed up the database. Cleared the printer queue and rebooted the device the system functioned as intended.

Event description:
It was reported by the customer that a pyxis ciisafe system had a screen failure which stuck on a screen and not able to use device. The customer reported that the user was unable to remove the medication and also there was delay to the patient's workflow.there were no adverse events or injuries reported based on this incident.